Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; the ok button is under responsive. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission: 12-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 03-mar-2018 with the following findings: during investigation, keypad was intact; no damage was observed. During testing, the ok keypad button was intermittently unresponsive. All of the keypad buttons responded appropriately. The keypad cover was removed and the ok contact was found to be cracked. No contamination was found on the button contacts. The pump was opened and no damage was observed to the keypad flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.